Manufacturer narrative:
The device was received by the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a unknown procedure, the drill was heating up. A backup drill was readily available; the procedure was completed without delay. There was no patient or user injury reported, and no adverse consequences alleged.